Manufacturer narrative:
An outside of united states (ous) customer reported two discordant sodium patient results (1 patient) were obtained when comparing the results from a siemens blood gas analyzer (bga) and an advia chemistry xpt instrument. Siemens is investigating the issue. MDR 2432235-2022-00127 was filed in conjunction to this report.

Event description:
A discordant sodium patient result (1 patient) was obtained when comparing the result from a siemens blood gas analyzer (bga) and an advia chemistry xpt instrument. The initial result was reported to the physician(s). The same sample was repeated on an alternate advia chemistry xpt instrument and the siemens blood gas analyzer. The customer could not confirm which results were correct. The patient received an acute dialysis treatment for acute kidney failure. The results had no effect on the initiation or non-initiation of treatment. There are no further reports of patient intervention or adverse health consequences due to the discordant sodium patient result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00128 on 29apr2022. Additional information (26may2022): the customer indicated, the erroneous or discrepant results had no effect on the initiation or non-initiation of treatment and therefore is not related to the patient's death that occurred at this time. These mdrs are being filed in an abundance of caution as adequate details were not available at the time of filing. Siemens medical affairs further investigated this issue and confirmed that the patient passing was not related to the discordant sodium results. Siemens advia chemistry xpt uses an indirect ion-selective electrode (ise) method, while the blood gas analyzer uses a direct ise method for electrolyte (sodium) analyzes. Both methods are therefore different and not directly comparable, result differences, especially due to matrix differences (e.g. Protein and lipid status of the patient) may impact the result accuracy. Siemens medical affairs determined that there is no serious injury nor potential for serious injury associated with this event. MDR 2432235-2022-00127_s1 was filed in conjunction to this report. Correction: in section b6, the alternate instrument used for the repeat testing was corrected to an adiva chemistry xpt and not the atellica ch 930 instrument.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00128 on 29apr2022. Siemens filed the supplemental MDR 2432235-2022-00128_s1 on 26may2022. Additional information (12jul2022): an outside of united states (ous) customer reported two discordant sodium patient results (1 patient) were obtained when comparing the results from a siemens blood gas analyzer (bga) and an advia chemistry xpt instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist reviewed the information provided. Anion gap calculations on the results were completed and the rapid lab blood gas system resulted in an anion gap of 1 to -4 mmol/l. This suggests that the results from the advia system were correct and the results from the rapid lab blood gas system ran low. The advia system functioned as specified and there was no evidence of a potential product issue. Siemens determined that this was not a reagent lot or method issue with the advia system but with the blood gas analyzer. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2022-00127_s2 was filed in conjunction to this report.